Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a double beep with cassette during testing. There was no patient injury reported.

Manufacturer narrative:
One device was received. Visual inspection noted the rear housing battery contact was bent and fluid ingression on the downstream sensor. High pressure messages found in the event history log. Functional testing was unable to duplicate the reported fault and the device functioned normally. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced downstream sensor.